Manufacturer narrative:
This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Event description:
Report received indicated patient experienced a coronary artery aneurysm. Information was received indicating that a discussion with a physician was overheard regarding an adverse event. A patient of unknown age underwent cardiac catheterization with an unknown number of cypher stent(s) implanted in unknown coronary arteries. The patient experienced "pouching" of unknown coronary artery. It is unknown if any treatment was administered or if event is resolved. No further information was provided.